Event description:
It was reported that all central station at the facility were disconnected, and it was giving error message, " phha server 01 and server, local data storage only, please contact customer service". The device was in use on a patient. There was no report of patient or user harm.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Manufacturer narrative:
No functional testing was performed by philips. The customer notified the philips field service engineer (fse) that a virtual server, under customer network management, was down. The customer information technology (it) was able to bring the system back online. The cause of the reported problem was the customer virtual server was down. The reported problem was confirmed. The device was operational after repairs by the customer it were completed.